Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 587 mg/dl at the time of incident and current blood glucose level was 262 mg/dl. The customer reported that the insulin pump was not working. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.